Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who reported that "she was sitting on the chair, and the leg snapped. She hit her lower back, and hip, and bottom is very black and blue." She went to the emergency room and received an MRI and x-ray for her tailbone. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.